Manufacturer narrative:
Pump alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the self-test, a21 error test, displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test and excessive no delivery test or verify operating due to motor error alarms. Pump received with minor scratched lcd window, cracked case, cracked case at the display window corners, cracked lcd window, cracked case at the reservoir tube window corners, cracked reservoir tube window, cracked belt clip slot, broken battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call that they experienced high and low blood glucose. The customer's blood glucose was low level of 60 mg/dl at the time of the incident. The customer¿s current blood glucose was 111 mg/dl. The customer treated low with food. The drive support cap was normal. Customer was not alleging possible pump over delivery. Th customer had high blood glucose level of 202 mg/dl at the time of the incident. The customer¿s current blood glucose was 141 mg/dl. The customer stated that they experienced symptoms like headache, thirsty. The customer treated high blood glucose with drinking water and exercise. Customer also stated that the piece around the battery compartment is broken. The product was returned for analysis.